Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the tabular trend and arrhythmia recall historical data was intermittently populating at the central nurse's station (cns) and they were unable to transfer a patient to the ER or to another room. No patient harm was reported. Investigation summary: the cns was sent in for evaluation. During evaluation of the returned device nihon kohden repair center (nk rc) was not able to duplicate the reported issues with the tabular trend, patient transfer, and arrhythmia recall issues. The cns was observed to have not been able to boot into the cns application. The hdd was replaced to resolve the issue. No further issues were reported. Though the customer complaints were not able to be confirmed, it is likely that the issues reported were also a result of a hard drive corruption or failure. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of the failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the hdd can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. A2 - a6 b6 - b7 d10 attempt #1 01/18/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 01/25/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the tabular trend and arrhythmia recall historical data was intermittently populating at the central nurse's station (cns) and they were unable to transfer a patient to the ER or to another room. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported multiple issues with the central nurse's station (cns). The historical data in the tabular trend issue is affecting bedside monitors only, in the 3 east and 3 west areas. Patient data is not coming across or showing up. They are reporting that the issue is sporadic, does not happen to all bedsides. They are unable to transfer a patient to ER or another room. They are also having issues with the arrhythmia recall will not populate on screen. Arrythmia recall is a feature to view historical arrythmia data. The arrythmia data can also be viewed in the full disclosure. The customer was contacted to confirm if the patient data that was not coming across or showing up was regarding real time patient data or historical data, but they have been unresponsive. Therefore, to err on the side of caution, this report is being filed. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 01/18/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 01/25/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional model information:: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 01/18/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 01/25/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported multiple issues with the central nurse's station (cns). The historical data in the tabular trend issue is affecting bedside monitors only, in the 3 east and 3 west areas. Patient data is not coming across or showing up. They are reporting that the issue is sporadic, does not happen to all bedsides. They are unable to transfer a patient to ER or another room. They are also having issues with the arrhythmia recall will not populate on screen. Arrythmia recall is a feature to view historical arrythmia data. The arrythmia data can also be viewed in the full disclosure. The customer was contacted to confirm if the patient data that was not coming across or showing up was regarding real time patient data or historical data, but they have been unresponsive. Therefore, to err on the side of caution, this report is being filed. No patient harm was reported.